Event description:
It was reported that the battery longevity estimation on the implantable pulse generator (ipg) was less than expected, possibly due to undersensing on the right atrial (ra) lead which caused a high number of episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Mean estimated longevity as of (B)(6) 2017 was approximately 26 months. The estimator may be underestimating by 2-3 years and is expected to catch up over time.